Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided regarding a repeat charging concern: the caller reported ¿critically low¿ and ¿therapy off¿ messages on both the handset and recharger app; after ps guided a check of the ins and initiation of a charging session, the ins began increasing in 10% increments (the caller also noted it showed ~50% in under five minutes), and the troubleshooting steps resolved the issue; the caller will track and monitor and may call back if the issue persists.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of the oor was an impedance issue, rep was not present but assumed it was high impedance. Rep programmed around electrode and the issue has been resolved. Rep clarified that the electrode being asleep was referring to the lead not being used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent received call from patient in regards to the same issue previously reported. Caller stated that when they connected to the dbs therapy app they were seeing oor error code 2703. Caller stated that they contacted the rep and were told to contact patient services. Agent reviewed oor message with caller and redirected to the hcp. Caller confirmed that they have not had any falls. Caller did mention that they had previously gone for a MRI and were told by a rep that " one of the electrodes was asleep" and they were not able to get the MRI. Caller reported the same issue about seeing ins critically low then seeing 20-30% charged in the recharger app. Agent reviewed the thresholds that trigger ins low message. Agent had the caller connect to the recharger app caller was seeing wr not found. After powering wr on/off caller confirmed that they were able to connect and stated that they were seeing ins 60% charged. Agent then had the caller check the dbs therapy app and caller confirmed that they were also seeing ins charged to 60%. No issues were found with the external equipment. Patient was redirected to the hcp to further investigate oor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced therapy turning off when the battery was around 30%. Possible electromagnetic interference was suspected, as the patient noted the presence of a large cellphone tower near their home, although only normal household appliances were in use at the time of the event. The patient experienced therapy interruption twice and notified the field representative. The agent attempted troubleshooting by inquiring about potential sources of electromagnetic interference and referred the patient to contact their managing doctor and to call again if the issue recurred. No patient complications have been reported as a result of this event. Additional information was received from the manufacturing representative (rep). Rep reported that there was no known issue with device and the issue has not occurred again.